Event description:
It has been reported to co that this device failed to sense at prep. There was no patient involvement. The device is not being returned for co analysis as it has been discarded by the hospital.